Event description:
It was reported the patient had a lead revision due to positional changes in stimulation. The patient had a percutaneous lead; the physician decided to use a surgical lead. Additional information has been requested from the hcp, but was not available as of the date of this report.